Event description:
Reporteddue to a difficult device removal requiring intervention. The physician attempted an arteriotomy closure using the starclose device to close a "downhill" puncture of the common femoral artery (cfa). This followed a balloon angioplasty of the superficial femoral artery (sfa). When he attempted to fire the device, it would not release the clip. After many attempts, he pressed the safety release button to remove the device from the artery but was unable to retrieve the device. He did a cut-down under general anesthesia in the cath. Lab to remove the device and closed with subcutaneous suture. The pt's hosp stay was prolonged by this incident but has had no complications and is said to be "satisfactory."